Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctors visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had a memory corruption and patient went to hcp office. The patient experienced high blood glucose levels and blurred vision. At the doctor's office a manual injection of insulin was given and insulin was prescribed.